Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the left anterior descending (lad) artery. After successful use of a 1.5x15mm tenku balloon dilatation catheter (bdc), the 2.5x12mm nc trek bdc was soaked and prepped prior to use without any issues noted. The nc trek bdc was advanced to the target lesion with resistance noted and the balloon ruptured at 12 atmosphere (atm) during the first inflation. There was slight resistance noted during withdrawal of the nc trek bdc. However, there were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott bdc and a non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.